Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: the clinic has been using bd safety glide products for well over a decade, and despite having evaluated any number of competitors from other distributors over the years, they have always elected to use the bd product due to quality, ease of use, and value. (Sku 305916, lot #2025239). That loyalty is being tested now, because a significant amount of needles, from different boxes in the aforementioned lot number, have been sooo difficult to depress the plunger. Everyone there is capable of administering injections, by which I mean experienced. To depress these, you have to be a bodybuilder! I personally tested the pressure required today, and I am pretty strong, and I had difficulty pushing water through the needle. They use a conventional bd 3ml 25x5/8" ll syringe/needle combo to draw meds, and then then swap out the needles....anyway, they put aside, I believe 6boxes of 50 for future credit, and ordered a competitive brand for the time being until the quality situation can be resolved. Addition information received on 14-nov-2023 1. Please confirm the material number. The number provided sku 305916 was not found in our records. Instead, 305916 was found. 305916 is correct. 2. What was the patient impact? Multiple kids required additional injections due to malfunction (3 total). 3. When did the reported issue happen? Before use, during use, after use? During use 4. Was there any delay in treatment due to the event? Minor time delay to re-administer injections. 5. What is the date of event? 10/26/23.

Event description:
No additional information.

Manufacturer narrative:
Pr 9228589- follow up MDR for device evaluation. It was reported it was difficult to push liquid through the needle. To aid in the investigation, two hundred forty-eight samples in sealed packaging blisters were received for evaluation by our quality team. Fifty samples were randomly selected. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-five samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2025239. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2025239 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.